Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 09-nov-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
A user facility reported to olympus that, the hd camera head had a large green splotch on the image, and the visual field was missing. Upon inspection and testing of the returned device, it was observed that the device cable was defective. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported event of a defective image when plugged in due to a faulty cable unit. The faulty parts were replaced to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.